Manufacturer narrative:
The reported impedance issue was confirmed. Analysis of the returned paddle lead found that each tail had a kink on the outer tubing where all internal wires were broken. The cause of the fractures are unknown as the patient did not report any trauma, falls or accidents.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient's lead exhibited high impedances. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue.